Event description:
Pt received a burn during an electrotherapy treatment. Clinician was treating pt the arm and shoulder soreness. The clinician was using the interferential waveform for the symptom. The output setting of the waveform was set to an intensity of 12ma. The treatment time was set for 15 minutes. The waveform frequency was set to 190-200 hz. The electrodes had been used 3 times previous to this treatment. The clinician also used an ice pack over the electrodes as an adjunct to the treatment. The pt completed the treatment with no complaints. The clinician did not notice any abnormal skin discoloring in the area of the treatment. The following day the pt returned for add'l treatment. The pt mentioned the resulting burn(s). The pt had developed 1 burn(s), 2nd degree in severity, in the area of treatment. The burn(s) measured 1/4" in diameter. The pt did not require any post treatment clinical attention for the resulting injury. The pt is expected to make a complete recovery from the incident.